Event description:
Diabetes educator contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, a trial patient experienced a hypoglycemic event. The hypoglycemic episode occurred during cgm's start-up period. Per user's guide, cgm does not display readings during the start-up period. The patient was at the hospital for his wife's appointment when he became confused and started acting strangely. The patient was treated in the ER of the hospital for hypoglycemia. He was kept under surveillance for 6 hours before being released. At the time of the educator's call to technical support, she reported the patient being in better condition.